Manufacturer narrative:
No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the site unexpectedly lost power. The site was in the middle of verifying instruments and when the site went back to the stealth, it was powered off. No blue lights on the power button and there were black monitors. The site turned it back on and the system functioned normally. Further troubleshooting showed that a probable cause would not be identified. They checked and tested various continuity tests with power cable, on/off switch, and charging indicators on the battery. The system switched to backup battery normally when unplugged from the wall and lasted for approximately 5 minutes. There was no delay in the procedure and no impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the uninterruptible power supply (ups), battery disconnect cable, and the battery needed to be replaced. Once the representative replaced the components, the system then passed the system checkout and was found to be fully functional. Analysis on the returned, battery disconnect cable, battery, and the power cable all resulted in no failure being found through functional testing and visual/physical examination. No problems found with the returned devices. If information is provided in the future, a supplemental report will be issued.